Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard audible alerts. It was found that the right ventricular (rv) lead had high/undefined defib impedance on the rv coil. The following day there was an alert for high/undefined pacing impedances. The rv lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.